Event description:
Patients wife called from home to report a cycler supply line blocked alarm during setup for her husbands arrival from home from the hospital additionally she stated that he was in the hospital for pneumonia, which she believes was not caused or contributed to by the use of the cycler.

Manufacturer narrative:
Simulated treatment was performed and completed without any alarms or failures. The cycler passed the air system test, the valve actuation test, initial power up test and scale calibration check. Visual inspection of the exterior of the cycler showed no sign of any physical damage. The reported complaint was not confirmed. Per the fmc pharmacovigilance physician: the medical professional states the cycler did not cause or contribute to the hospitalization for pneumonia, but was related to a bacterial infection. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between 21 march 2011 to 11 march 2013.